Event description:
A 5cc syringe had a hairline crack along the barrel causing leakage and contamination of the radiopharmaceutical. The integrity and sterility of the product was compromised. (B)(4).